Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. The recipient is successfully using the device. This is the final report.

Event description:
The recipient reportedly experienced a post-operative skin infection at the pinna. The recipient was prescribed oral antibiotics and 48 hours of IV antibiotics.